Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a loss of subtraction mode and cine loops could not be recorded. There was no patient injury or death reported.